Event description:
Device returned and upon subsequent eval, it was found to have an option button failure. (B)(4).

Manufacturer narrative:
Method: device internal memory was reviewed. Conclusion: this report is being filed as it can not be concluded that if a recurrence would occur in a use event, that it would not cause or contribute to a death or serious injury.